Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filing cartridge".

Event description:
It was reported that the customer experienced elevated blood glucose levels (approx 600 mg/dl). Customer took a manual injection to stabilize his blood glucose level. Troubleshooting was performed and pump passed delivery system check. During troubleshooting it was found that the customer accidentally stopped insulin for about an hour and half, and the customer also reported cold insulin was loaded into the cartridge.